Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. Post-sensed t-wave oversensing was observed. The patient received inappropriate hv therapy. Programming changes were made. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).